Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient would like to have more near vision acuity. The iol was exchanged for another lens model 4 weeks following the initial implant procedure. Clinical reason for explant was refractive error on pre-op calculations. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).